Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect part not returned to manufacturer for analysis.

Event description:
A medtronic representative reported a navigation system vertek arm that would not lock down properly. There was no patient present when this issue was identified.